Event description:
On 30/nov/2023, during follow-up, it was reported that this patient on peritoneal dialysis (pd) has peritonitis; being treated with vancomycin. Additionally, it was reported the patient had fibrin in the pd catheter requiring treatment with (tissue plasminogen activator (tpa) and that the patient is pending pd catheter repositioning. In additional follow-up, the patient¿s pd nurse confirmed the patient had a fluid leak in the back of the cassette on (B)(6) 2023; product discarded. Subsequently, on (B)(6) 2023, the patient was treated with thrombolytic therapy due to concomitant pd catheter (not a fresenius product) malfunction from fibrin. Furthermore, on (B)(6) 2023 the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture was positive for growth of staphylococcus epidermis. The patient was initiated on antibiotic therapy with vancomycin (dose unknown) intra-peritoneal (ip) on an outpatient basis. The pd nurse reported that the patient¿s pd catheter was repositioned on (B)(6) 2023 due to the pd catheter malfunction. The nurse stated the exact cause of the peritonitis was unknown. However, it was stated the peritonitis may have been associated with the patient¿s prior fluid leak on (B)(6) 2023.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between a prior fluid leak associated with pd therapy utilizing the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. It is a known risk that a fluid leak may lead to a breach in the sterile pathway between the fresenius cassette and the patient and allow microorganisms to enter the peritoneum. It is unknown what exactly caused the fluid leak to occur, and manufacturer product analysis was pending at the time this clinical investigation was completed. Therefore, due to the reported fluid leak at the end of a pd treatment prior to developing peritonitis, the fresenius cycler with cycler set cannot be excluded as a possible cause of the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, during follow-up, it was reported that this patient on peritoneal dialysis (pd) has peritonitis; being treated with vancomycin. Additionally, it was reported the patient had fibrin in the pd catheter requiring treatment with (tissue plasminogen activator (tpa) and that the patient is pending pd catheter repositioning. In additional follow-up, the patient¿s pd nurse confirmed the patient had a fluid leak in the back of the cassette on (B)(6) 2023; product discarded. Subsequently, on (B)(6) 023, the patient was treated with thrombolytic therapy due to concomitant pd catheter (not a fresenius product) malfunction from fibrin. Furthermore, on (B)(6) 2023 the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture was positive for growth of staphylococcus epidermis. The patient was initiated on antibiotic therapy with vancomycin (dose unknown) intra-peritoneal (ip) on an outpatient basis. The pd nurse reported that the patient¿s pd catheter was repositioned on (B)(6) 2023 due to the pd catheter malfunction. The nurse stated the exact cause of the peritonitis was unknown. However, it was stated the peritonitis may have been associated with the patient¿s prior fluid leak on (B)(6) 2023.